Manufacturer narrative:
The product evaluation could not verify the failure mode. It cannot be confirmed based on the product evaluation whether the lens dislocated. There were no other complaints received for this reason in the previous 14 months. There is no open nonconformance or CAPA for this complaint type. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. As no trend has been observed, this appears to be an isolated incident. No corrective action is necessary at this time.

Manufacturer narrative:
Product evaluation has been completed. One iol was returned inside a lens case of another manufacturer. The original packaging was not returned. The part number and serial number of the lens cannot be verified or determined. However, the lens does have the appearance of the reported lens. Particulates, saline dendrites and dried solutions are visible on the optic. Visual inspection found that the lens was in two pieces. The optic has been cut or torn in half. Both sets of haptic arms have been torn off and are missing. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damaged condition of the lens. Further investigation of this report is in progress.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient¿s right eye 11 weeks post implant as a result of subluxation. The lens had tilted and shifted in the eye 40 days post implant. The patient noticed a decrease in their vision. The iol had to be cut up to extract it out of the eye. The lens was replaced with an anterior chamber lens. The reason for the lens tilt is unknown. The patient is currently doing well.